Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On wednesday, (B)(6) 2021 at (B)(6) hospital, the surgeon elected to revise the left knee of a patient he performed the index surgery on (B)(6) 2020 at the same hospital. The patient had visited a surgeon in clinic and complained of instability in extension. During the revision surgery surgeon exposed the left knee joint space, used a curved osteotome to remove the index attune sz 5 x 5mm thick polyethylene insert. He then trailed different thicknesses until he found what he considered the right tension in both extension and flexion. The surgeon believed the rest of the index to be well fixed and elected to leave them implanted. The surgeon inserted the new insert, attune ps fixed bearing sz 5 x 10mm poly and closed the joint space. No instrumentation broke during surgery. There was no loosening of any components. There was no mention by anyone that the products did not perform as expected. There were no time delays.